Manufacturer narrative:
Investigation summary: investigation flow: damage. Visual inspection: the tap for 2.0mm cortex screws 54mm (p/n: 311.190, lot number: 2779963) was received at us cq. Upon visual inspection, the tap is broken at the first thread form. No other issues are identified. Device failure/defect identified? Yes. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the tap is broken at the first thread form. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 311.190-exs. Lot: 2779963. Manufacturing site: bettlach. Release to warehouse date: dec. 16, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 24, 2020, the two (2) taps for cortex screws were found to be broken during reverse logistics audit of returned device at millstone. There was no patient involvement. This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).